Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a cmdsnet report: (B)(4). The event description states: that a tr band spontaneously deflated. Additional information was received 4septmeber2019: the procedure prior to use with the tr band was angioplasty. The patient condition was stable with no additional medical intervention or health issue present. Minimal bleeding occurred (much less than 250cc) after approximately 1/2 hour. Manual compression was utilized to stop minimal bleeding with no harm to patient.